Manufacturer narrative:
Based on the input of the complaint the device was rotated after insertion, the device couldn't rotate due to excessive resistance within disc space. This caused torsional forces on the device that exceeded the strength of the material which caused deformation of the device.

Event description:
It was reported that a 12x28, 7 degree 14mm peek cage when inserted broke during rotation.